Manufacturer narrative:
Sc-2316-50 (sn(B)(4)): device evaluation indicated that the complaint was confirmed. The proximal end was fractured and it resulted in eight damaged cables within the proximal array. This type of damage typically occurs when the proximal array is excessively bent and pulled while it was inserted in the splitter connector. Sc-2316-50 (sn(B)(4)): device evaluation indicated that the complaint was confirmed. The proximal end was fractured and it resulted in seven damaged cables within the proximal array. This type of damage typically occurs when the proximal array is excessively bent and pulled while it was inserted in the splitter connector. Additionally, cables are also fractured 20.5 centimeters from the proximal tip likely due to excessive tension on the lead when the patient fell down. Sc-3400-30 (sn(B)(4)): device evaluation indicated that the devices passed all tests performed.

Event description:
A report was received that the patient fell and most of the contacts on his old system showed high impedances resulting to loss coverage in his feet. The patient underwent a revision procedure wherein the lead and lead splitters were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2316-50; serial number: (B)(4); batch/lot number: 17116355; model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-3400-30; serial number: (B)(4); batch/lot number: 18832536; model/catalog description: splitter 2x8 kit-sterile.

Event description:
A report was received that the patient fell and most of the contacts on his old system showed high impedances resulting to loss coverage in his feet. The patient underwent a revision procedure wherein the lead and lead splitters were replaced. The patient was reportedly doing well postoperatively.